Event description:
Bd eclipse needle 25g x 1" malfunction in several different occasions reported by several staff members. Problems: -syringes and safety cap comes apart before clamping needle. -needles are "clogged" and do not release medication for administration. Lot# 5025051 manufacturing date: 02/01/2025 expiration date: 01/31/2030.